Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to an independent repair center for evaluation. The result of the evaluation was that a malfunction with the power switch caused the alarms not to function, which confirmed the original complaint issue.

Event description:
Dealer stated that the alarm is not working at all. Per the independent repair center, the reason for repair is the unit alarms not functional. The key failure is the power switch causing no alarms.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer stated that the alarm is not working at all.